Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v device was being used on an unknown date during a liver resection procedure when it was reported that a liver surgeon, had experienced gas embolism during liver resection. As this case occurred in the past, details such as the surgical method are unknown.¿. There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the patient obtaining a gas embolism with no report of malfunction of the device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v device was being used on an unknown date during a liver resection procedure when it was reported that a liver surgeon, had experienced gas embolism during liver resection. As this case occurred in the past, details such as the surgical method are unknown.¿ there was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the patient obtaining a gas embolism with no report of malfunction of the device.